Event description:
It was reported that the devices were used during a hepatectomy. The handswitch became the same state which both max and min button was pushed at the same time and non-functional during procedure. Another device was used to complete the case. There were no consequence to the patient.

Manufacturer narrative:
Date sent: 04/22/2008. Information anticipated, but unavailable at this time.